Manufacturer narrative:
H10. Additional manufacturer narrative: as per image evaluation, customer report of degeneration was confirmed through observed host tissue overgrowth. Observed host tissue overgrowth may have contributed to reported stenosis. Reports of calcification and regurgitation could not be confirmed through image evaluation. X-ray analysis is required for calcification evaluation. Six color images of the explanted valve were provided. Valve appeared to have moderate host tissue overgrowth encroaching onto all three leaflets on the inflow aspect and along the stent circumference on both the inflow and outflow aspects. Sewing ring appeared cut off around two of the leaflets and exposed the wireform along the stent circumference on the inflow aspect.

Event description:
The patient had no other comorbidities. Reportedly, at the time of implantation the patient was scheduled for a ross procedure which was not performed due to the patient weak pulmonary valve.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of this event was most likely due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as patient consent is required. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an aortic valve was explanted after an approximate implant duration of 9 years and 10 months due to calcification leading to severe stenosis and regurgitation. The valve degeneration was observed. There was no allegation of device malfunction or early failure. A 29mm valve was implanted successfully in replacement. The patient was noted as to be doing well after the procedure.